Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable. Additional observations : the instrument had a dislodged proximal clevis that was still attached to the main tube. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had a dislodged axis. Customer had to use instrument release kit (irk) to open the instrument. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body. The problem was not at the blades, but at the wrist. They could not move the wrist to straighten it and remove from the patient. Therefore, they used the irk. Customer had to remove the trocar and instrument together to straighten the wrist outside the patient. In that moment they realized that something was broken at the wrist.